Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2002, product event summary: the distal segment was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage.

Event description:
It was reported there were high right ventricular (rv) lead thresholds. The lead was capped, replaced and later explanted. No patient complications have been reported as a result of this event.